Event description:
See initial report.

Manufacturer narrative:
H10: no service activity has been performed yet on this device. However, based on previous investigations on similar cases, this type of error was most likely due to false contact on plug-in connectors or defective connection cable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The clamp was replaced with another one. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was giving an time-out error code during procedure. There was no report of patient injury.